Event description:
It was reported that a pump declared an altitude alarm after a new cartridge was loaded, leading to the suspension of insulin delivery. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to clean the speaker holes, remove and reconnect the cartridge, and load a new one. The issue was resolved when the pump resumed normal operation with a properly vented cartridge.